Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal therapy. The indications for use were non-malignant pain and other non-malignant pain. Logs were read. A motor stall was seen at initial interrogation. The patient had not recently had an MRI. The patient had a couple motor stalls and motor stall recoveries. The first stall was (B)(6) 2016 and recovered after 8 hours. It stalled again on (B)(6) 2016 and recovered on (B)(6) 2016. The manufacturing representative denied electromagnetic interference (emi) or magnetic interaction i.e. MRI. No symptoms were reported. Surgery was scheduled for (B)(6) 2016. The cause of the motor stalls was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.